Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that cardiosave intra-aortic balloon pump (iabp) adult ICU. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. H11. Upon latest update and further review, it was determined that the event involved a routine replacement on the preventive maintenance schedule and no malfunction was identified. Therefore, it is not a valid complaint. As a result, no follow up emdr is necessary. Please cancel in your database.